Event description:
It was reported the device returned from service and was still not cutting properly, not enough power. It was reported that although the device was in contact with the patient, there was no patient injury. No medical intervention was required. There was no delay in surgery time. The patient was not prepped for surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 14sep2016. The investigation activities included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: device history record reviewed for s-1493 manufactured on 7/30/2015 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr's, variances or rework. This device was last serviced on 5/17/2016. No manufacturing or design related trend has been identified. Conclusion: in summary, could not confirm reason for repair, normal wear; shows signs the unit was used but all parts and assemblies passed the evaluation. Unit seems to function correctly with the calibration found in-tolerance on all points.